Event description:
It was reported that the cadd-legacy 1 sounded a double beep alarm. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
Evaluation summary: the pump was visually inspected and there were scratches found on the screen. The customer's reported problem was unable to be duplicated. The device was started in application, no problems found with double beeping. However, the downstream sensor and scratched screen was replaced as a preventive measure. Additionally, the DHR was reviewed and found to be in compliance; no manufacturing or testing issues were found.